Event description:
It was reported that a right upper lung resection procedure was performed under lap on (B)(6)-2012. The surgeon used atw35 to do with pulmonary artery found that only one row of the staples came out after 2nd firing. The device could cut the tissue but could not close it. The patient lost more than 1000 ml blood and was given transfusion of 1000ml. The surgeon had to open the chest and used hand sewing to complete the procedure. One device will be returning.

Manufacturer narrative:
(B)(4): wedge band bypass additional information: what is meant by one row? The sales rep advised that the staples in distal part deployed and proximate part missing. The missing staples were still in the cartridge. Where did the staples deploy? And where did they not deploy? Was the device fired over any hard objects such as a clip? No. How is the patient currently? Fine. Is the patient expected to have a full recovery? Yes. The analysis results found that the tr35w reload was returned was returned with a wedge band bypass as the right side fully fired, and with the left side partially fired 1/3. The cartridge lockout was found normal. In addition in addition, the left wedge and some drivers were found to be damaged. This damage is consistent with the device being clamped over a hard object. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. No functional test was performed due to the condition of the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A photograph was received and contained a view of a tr35w vascular cartridge with all 25 drivers on far side having been advanced. Conversely on the near side, only the first 8 drivers appear to have been either fully or partially advanced. The driver advancement positions in the photograph are the type of indicators I would expect to see if forces to advance the metal wedge bands are greater than the plastic cartridge sleds ability to maintain alignment with each other. Hence one of the two wedge bands will lose alignment and shear away some of the plastic sled sliding past and not advancing the sled and drivers. Firing over a hard object or structure, firing with a clip, or staple trapped between the jaws from a previous firing are the most common causes of a wedge band bypass. With the evidence presented it cannot determine what may have caused a wedge band bypass to occur.